Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00280. This report is being submitted as additional information. Patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 long term trial. The gtin unique device identifier for the commercial heartmate3 modular cable is 00813024013181. Approximate age of device ¿ 1 year and 7 months. Manufacturer's investigation conclusion: the evaluation of the returned modular cable confirmed cosmetic damage to the outer jacket of the cable. Examination of the returned modular cable revealed that the polyurethane jacket had torn approximately 4¿ from the inline connector. The polyurethane around the cut area showed a cracked surface. Visual examination of the underlying armor revealed no evidence of damage. The controller and in-line connector pins appeared unremarkable. The modular cable passed electrical testing without issue. The evaluation could not conclusively determine the cause of the outer jacket tear. The IFU and patient handbook contain information in regards to caring for the driveline and instruct the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s modular cable was exchanged. Reportedly there was a split in the modular cable and it was extremely dirty. The modular cable was exchanged without issue.

Manufacturer narrative:
Section a2, h6: correction. Section a4 and d4: additional information.